Event description:
It was reported by the customer that allegedly the power cord was missing a ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Ground prong.